Event description:
The physician was using 2 complete se stents to treat a lesion in the common iliac artery. The lesion exhibited a total occlusion at the bifurcation, was not tortuous but exhibited high grade calcification. Lesion was pre-dilated once with an admiral xtreme 9mm x 60mm at nominal pressure-50% stenosis remained. No abnormality noted during preparation and inspection of the complete se devices prior to use. The physician first used kissing technique to deploy the 2 complete se stents from both femoral accesses retrograde with 0.035 wire support. No resistance noted between the devices and other device used in the procedure and/or during delivery to lesion. Follow deployment post-dilation was carried out. The physician found that the left common iliac was still with high grade stenosis which he felt indicated that the complete se stents did not fully expand to the label size. The physician then decided to deploy an assurant cobalt balloon expandable stent inside the complete se stents to expand the lumen diameter. No abnormality noted during preparation and inspection of the assurant device prior to use. Without sheath guiding/protection, the physician pushed the assurant cobalt towards the lesion site. The physician felt the advancement tight and had to push hard in order to advance the assurant. The assurant became dislodged on the way to the lesion. The assurant was removed through a12 fr sheath with the assurant balloon. The lesion was left with 50% stenosis. No patient injury reported.

Manufacturer narrative:
Evaluation results: related to operational context (morphology may have contributed but this could not be confirmed. Issue is most likely procedural related). Operational context caused or contributed to the event (morphology may have contributed but this could not be confirmed. (B)(4).

Event description:
Image review the procedural still images confirm non-concentric complete se stent deployment in the left iliac vessel. There does not appear to be any issue with the complete se stent in the right iliac vessel. The assurant cobalt stent appears to be caught within the left iliac complete se stent.

Manufacturer narrative:
Evaluation results: root cause undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined patient. (B)(4).